Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. The location of the charring was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no system error messages or visible product problems identified prior to the char discovery. There were no temperature or flow issues with the catheter either. The generator parameters and thresholds were as follows: qmode+; 90w; temperaure target: 55°c; temperature cut off: 65°c. The patient was anticoagulated with an activated clotting time (act) > 300 that was maintained throughout the case. Heparinized saline was used as the irrigation fluid. Approximately 5-15 grams of contact force was used during ablation. Based on the physician's clinical experience, they believed the char presented an increased risk to the patient. However, no patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Note -- the d4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. The location of the charring was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no system error messages or visible product problems identified prior to the char discovery. There were no temperature or flow issues with the catheter either. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31448458l, and no internal actions related to the reported complaint were identified. The thrombus/ clot and char issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the event reported by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).